Event description:
Olympus medical systems corp (omsc) was informed that an olympus field service engineer (fs) found the pin within the equipment side connector for automated endoscope reprocessor (aer) of the subject device was broken and missing when the fs visited the facility and check connection tube in the facility. In addition, the fs reportedly found that the lock lever at the connector of the subject device broken. There was no pt injury reported related to the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Based on the similar case, the pin likely broke due to excessive force during use.